Manufacturer narrative:
The lens involved in this incident was returned and evaluated but the optic was found to be clear. However, one haptic was noted to be bent. This report was mailed in to FDA on: 11/4/97. Number of persons affected = 1.

Event description:
User facility reports surgeon observed an imperfection in the optic of the lens during implantation and immediately removed the lens. The wound was reported to have been widened to facilitate removal.